Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation, as it was discarded. Manufacturing records confirmed the scope passed final qa/qc testing. Video review identified no system malfunctions. A use error involving over-insertion of the biopsy tool (rebus probe) was observed near the pleura and diaphragm but occurred prior to pneumothorax confirmation and was not linked to the event. Minor airway bleeding was attributed to the over-insertion. The physician did not attribute the pneumothorax to the galaxy system, stating it was likely related to the lesion's close proximity to the diaphragm. Based on available evidence, the injury is consistent with the known inherent risks of bronchoscopy and biopsy, particularly in cases involving lesions near the diaphragm. This complaint is reported due to the following conclusions: a pneumothorax was identified during a galaxy-assisted biopsy procedure and confirmed via cbct imaging. A chest tube was inserted, and the patient was admitted overnight with no further complications reported. The physician did not attribute the injury to the galaxy system, noting it was likely related to the lesion's close proximity to the diaphragm. No malfunctions were reported, and video review identified one use error involving biopsy tool over-insertion, which was not associated with the pneumothorax.

Event description:
A pneumothorax was identified during a galaxy-assisted biopsy procedure and confirmed via cbct imaging. A chest tube was inserted, and the patient was admitted overnight with no further complications reported. The physician did not attribute the injury to the galaxy system, noting it was likely related to the lesion's close proximity to the diaphragm. No malfunctions were reported, and video review identified one use error involving biopsy tool over-insertion, which was not associated with the pneumothorax.